Event description:
A customer contacted baxter's technical service center reporting a leak in the transfer set. The technical service representative (tsr) advised the caregiver (cg) to contact and inform the nurse. On (B)(6) 2013, baxter product surveillance contacted the home patient (hp) regarding clarification of the leak site. The caregiver (cg) explained that the leak was between the transfer set and catheter. He went on to explain that they followed aseptic technique in clamping off the patient and disconnecting and followed up with the registered nurse (rn). The cg said that the hp was given antibiotics but no other information was available. The peritoneal dialysis nurse (pdn) contacted baxter on (B)(6) 2013 regarding the home patient (hp)'s leak. The pdn stated the hp came into the clinic regarding this and it was the transfer set that was leaking. The pdn stated it was a baxter transfer set that had been in use since (B)(6). The pdn stated the hp had the line taped down and when the hp pulled the tape off he thought he pulled too hard causing the leak. The transfer set was replaced and the leaking set was discarded. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement, but no patient injury indicated at the time of the initial report. No further information was given.

Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).this complaint for leak where there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.